Event description:
It was reported by the patient that they had a medical procedure in 2011 where the patient indicated their device needed to be "embedded more". Follow-up with the patient's clinic indicated there was a procedure in 2011 due to twiddler's syndrome. The patient had a pocket revision for their implantable pulse generator (ipg) because it had moved due to twiddling and a right ventricular (rv) lead revision as the rv lead had pulled back due to twiddling as well. Both ipg and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.